Manufacturer narrative:
The associated complaint devices were not returned. The clincal/medical concluded, this case reports the patient complained of persistent knee pain with change in color ¿black¿ approximately 15 months post tka and x-ray images were obtained, on the lateral image it shows a radiolucency under the anterior femoral component where it was notched as well under the anterior tibial base plate, there is also radiolucency under the medial edge of the tibial base plate. There is a cyst-like finding posterior to the tibial base plate stem. Three months following the x-rays the patient underwent a knee aspiration documented under (B)(4). The following month the patient received the second knee aspiration documented under (B)(4). It was also communicated that the patient received knee injections documented under (B)(4). Neither the results of the knee aspirations or the dates of the knee injections were provided. Conclusion: based on the submitted xray images and limited information provided the root cause of the persistent knee pain cannot be concluded. Additionally, without the results of the knee aspirations we are unable to rule out an infection as a contributory factor. The reported color change may be related to hyperpigmentation which is a known phenomenon post cutaneous trauma/ injury (i.e. Surgical incisions, scrapes and any injury causing scarring or inflammatory response). The patient impact beyond the reported pain cannot be determined. No further medical investigation can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that patient had a knee aspiration due to persistent pain and knee is turning black.